Manufacturer narrative:
Date of event: exact date unknown, event occurred for the past year or so.

Event description:
It was reported that the patient's ipg would not hold a charge and then reported to be nonfunctional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.